Manufacturer narrative:
The customer was shipped a replacement device via advance replacement program. The subject device was returned to the service center but the evaluation is in progress. The device's service history was reviewed, the device was purchased on october 29, 2013 with no previous repair records. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the high definition camera head had no picture. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device olympus confirmed the reported issue. The cause was determined to be a faulty charge-coupled device. An electrical short was also found in one cable, which would cause image noise. It was determined that the damage to the device was likely caused by repeated use over time or improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.